Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Correction: only the patient's t8 leads had migrated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-15102. It was reported the patient lost therapy after experiencing a fall. Reprogramming was unable to restore effective therapy. Imaging results revealed that both of the patient's leads have migrated. High impedance was also found in relation to the migration of one of the patient's leads. As a result, the patient may undergo surgical intervention.